Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1635 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. Voltage test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support reports that the liberty select cycler had an issue: blank screen during power up. Pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative advised to discontinue use of this cycler and inform replaced cycler due to blank screen. At least one full treatment has been completed with this cycler. The estimated time of arrival is on (B)(6) 2025 and scheduled pickup on (B)(6) 2025. There was no patient involvement, no adverse events or medical intervention was reported. Upon email follow up response, it was confirmed that the patient was able to complete treatment on the reported day performing manuals and on the following day. The patient received the new cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.